Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant (tsvb10) was returned for investigation. However, the mount was not returned. Visual evaluation of the as returned implant identified minor signs of wear due to usage. The device has no apparent sign of malfunction. Device history record (DHR) review for the lot (1221079) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (1221079) and no similar event or complaint about nonconforming products was found. Therefore, based on the available information and functional testing, implant malfunction did not occur. However, mount malfunction and the reported event could not be verified since the mount was not returned.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Premarket identification PMA/510(k) number k011028 and k013227.

Event description:
It was reported that during the placement of the implant the mount disengage from the implant and when he was trying to screw again it looks like the threads were damaged. Doctor finished the procedure placing another implant. Dental site 3.